Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new transmitter message occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of an insert new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
It was reported that an insert new transmitter message occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of an insert new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: event description- additional information d10: device availability - additional information h2: additional information, device evaluation h3: additional information, evaluation summary h6: evaluation codes - additional information.